Event description:
It was reported that a patient saw the "call your doctor" icon and a power-on-reset (pos) condition on the patient programmer. It was stated that when the patient went through airport security "things were working." When the patient got off the plane she got the messages. The por was resolved. Further information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v727691, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v727691, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. They received the information needed via a phone call.